Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported the cannula appeared bent and the following blood glucose and insulin information: time: 5:37 am, blood glucose (mg/dl): 349, insulin: bolus 1.95 u. Time: 10:37, blood glucose(mg/dl): 350.